Event description:
Sorin group (B)(4) received a report that the touchscreen of the s5 control panel for mast roller pump did not work. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 control panel for mast roller pump. The incident occurred (B)(6). This MDR is being submitted on behalf of the device manufacturer -sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. A sorin field service rep was dispatched to the facility to investigate. While on site, the field service rep determined that the issue was caused by an intermittent electrical problem with kapton-tail connection of the touchscreen. A circuit board from the control panel was returned to sorin group (B)(4) for eval. Testing of the returned circuit board found no problems and the reported issue could not be reproduced. Field actions were implemented to address this specific issue (reference FDA recall numbers z-0956-2011 through z-0965-2011 and z-1149-2012 through z-1158-2012). To date there have been no reported injuries as a result of this issue. No further action is deemed necessary.